Event description:
Pt contacted us and stated she had burning on her arm from her CPAP tubing. Urgent care diagnosed with first degree burn. We exchanged the device for a new one and sent the pt's device that created the burns to the MFR for evaluation. MFR is working directly with the pt now to provide compensation for medical bills.